Event description:
It was reported that a pt had an infection. The pt was implanted on (B)(6) 2011. An infection/meningitis was suspected to be due to the fact that the pt had a low grade fever and high white blood cell (wbc) counts. The pt "coded" and her healthcare providers (hcps) waited for cardiac clearance to test further. It was also noted that it was a possibility that the pt had pneumonia. The nurse practitioner asked about normal wbc values in the cerebrospinal fluid (csf) following implantation. It was determined that a pain physician would be consulted. The medication administered via the pump was morphine at a concentration of 10 mg/ml at a "minimum rate" daily dose. The pt's status was undetermined at the time of the report. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).